Manufacturer narrative:
Device passed the self test, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display, constant tone or flashing display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. However, device received with a high sleep current measurement test due to moisture damage on the electronic assembly. Device received with moisture damage on the motor assembly noted. No moisture damage on the battery tube, vibrator and keypad assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call constant tone, blank display, keypad anomaly and moisture damage on the insulin pump. Troubleshooting was performed. Customer advised they replaced the battery however the issues remained unresolved. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.